Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed non-sustained right ventricular oversensing (nsrvo) alert. The patient was brought into clinic for in-person device interrogation which revealed nsrvo was due to loss of capture on the right ventricular (rv) lead. Programming changes were performed to resolve the issue. The patient condition was stable throughout.